Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 525cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade IV in left breast, baker grade iii in right breast). Bilateral capsular contracture was diagnosed during an office visit. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 14-jun-2022, mentor received additional information about the event: the patient developed seroma fluid in both of her breasts. Samples were sent to cytology but no results were provided. An updated explantation date of (B)(6) 2022 was reported. The removed breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).